Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the "ok" button was intermittently responding on the keypad. The "ok" button had to be pressed multiple times to elicit a response from the keypad. The buttons feel normal and do not stick and spring back. The reporter denies damage to the keypad or exposure to water.